Event description:
The following descriptions of the event were copied from a warranty claim form submitted by the foreign distributor and email correspondence from the foreign distributor. "Low ve and transducer fault alarms" "this is (name removed) of (distributor removed) based in (B)(6). I would like to report a defective exhalation valve assembly on vela comprehensive ventilator (sn: (B)(4)) installed in (user facility name removed). The installation date of this machine was on 25th of june 2014 and still covered for one year warranty. Can we ask to claimed for the warranty replacement of this said assembly? For your reference, I attached a warranty claim form downloaded from your site." "I already tried to replace the main pcb assembly, blender, driving motor and muffer but the error still persist. The last part I tried to replace/test was the exhalation valve assembly and the error was corrected. It undergone burn-in test for more than 24 hours and now the machine still working properly. So we concluded that this exhalation valve assembly was the caused this low ve and transducer fault error."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning exhalation valve. The foreign distributor was shipped a replacement exhalation valve to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty exhalation valve for evaluation. As of the march 4, 2015 the alleged faulty exhalation valve has not been received. Should the alleged faulty exhalation valve be received and evaluated, a follow-up medwatch report will be submitted.